Manufacturer narrative:
(B)(4). Batch # r93471. Additional information: photo received for review on (B)(6) 2018. Investigation summary: the analysis results found that the el5ml device was returned with a clip in the jaws and with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips. Upon testing, the jaws opened and closed without any difficulties. Also, the device locked out as intended. Then upon visual inspection of the photo, there appears to be a malformed clip applied to tissue. It also appears that a properly formed clip is applied to tissue, however, proper clip formation cannot be determined through review of the photo. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. Also, the photos do not provide enough evidence to determine root cause. The lot history record was reviewed and no defects, ncr¿s, or protocols related to the complaint were found during the packaging process. In addition, the batch history record was reviewed and no defects, ncr¿s, or protocols related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the clip did not completely close. "He did not feel the clip was secure enough to maintain hemostasis". The surgeon then reinforced the clip with additional clips. There were no patient consequences.